Event description:
The initial report indicated that during advancing, the guidewire was stuck within the prowler microcatheter body. The product was received for analysis, and the analysis revealed that the inner coating of the microcatheter was delaminated.

Manufacturer narrative:
All the products were new, and prior to removing and inserting in the pt, all the products were undamaged. All the products were prep according to instructions for use (IFU) guidelines. Constant flush was maintained through the microcatheter (mc) and re-adjusted when inserting the guidewire. The reported event occurred during insertion of both, the microcatheter and guidewire, to the target site. After removal from the pt, the microcatheter was undamaged. The microcatheter was not torque against any resistance, and it was not placed at an acute angle. The guidewire size or brand was not available. No add'l info was available. A device history record review was performed for this lot and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including visual and dimensional inspection per test results 606fm001 rev. 25. One non-sterile prowler 10 was received. There were observed waves in the microcatheter. No other visual anomalies were found. During functional analysis a guide wire 0.010: lab sample was introduced thru the microcatheter and no resistance/friction was experienced during insertion/withdrawal. During dimensional analysis a 0.015" pin gauge could not be inserted. The device was measured and found the distal tip between dimensional specification and the proximal end out of specification. During sem analysis the images showed that the catheter body proximal end exhibited a torn or delaminated liner material. The inner diameter (ID) reduction appears to be a consequence of ptfe delamination. This ptfe delamination may have occurred during the procedure. As outlined in the instruction for use (IFU) an outer diameter (od) of 0.012 inches is the maximum compatible gw size for use with the prowler 10. There is no info available regarding the gw that was used with the prowler 10 mc. The torn or delaminated condition of the mc lumen appears to be the cause of the reported resistance/friction with the unk gw. This condition may have been caused by the interaction of the gw and the mc. There are several controls during mfg process that prevent these type of failures from leaving the facilities and there is no indication that the failure is related to the mfg process.